Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic after the patient experienced a vibratory alert from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was observed the ICD was in back-up vvi mode. Attempts were made to restore the ICD, and were partially successful, but due to certain codes being unavailable, capacitor maintenance was attempted. Upon capacitor maintenance, all telemetry was lost. The ICD was explanted and replaced (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported field event of communication failure was confirmed by analysis. The device was unable to communicate with the programmer upon receipt. After cut open, the device was found to be in backup vvi mode. The device was restored from backup vvi mode and functional test was performed on the bench; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, patient notifier, and capacitor maintenance were tested on the bench. No anomaly was detected. The cause of the reported field events of backup vvi and no communication could not be conclusively determined.